Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During the evaluation the motor assembly was removed and disassembled for analysis. Visual observations internal to the motor identified excessive motor bearing wear with shaft end play, and black material around the bearing. Visual but incidental observations other than internal to the motor are: an impression on the motor tape from the lower bearing housing. Several contributing factors to the condition were identified. The internal motor inspection was invasive, so the motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 during biomed testing. It was also reported there was no patient involvement.